Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Device involved in this report was found in standby mode and could not be re-initialized. Analysis confirmed that the device switched back to standby mode just after the re-initialization process was completed. Because normal operation cannot be recovered, device replacement should be evaluated.